Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing retainer, reservoir tube o-ring missing, scratched case, case cracked behind the insulin pump near the battery compartment, battery tube threads broken, keypad overlay texture damage, pillowing keypad overlay, and a minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was cosmetic damage around the reservoir compartment. The customer does not remember whether the pump was dropped or bumped but when they woke up the insulin pump was damaged. The customer's blood glucose level was 5.3 mmol/l. The device has been returned for analysis.